Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their was recurring problem with their transmitter and sensor. Customer's blood glucose level was unknown at the time of incident. Customer was able to change battery and resolve issues. Sensor or transmitter was not returned for analysis.